Manufacturer narrative:
The returned sheath was visually inspected for any abnormalities. The following were observed: liner tear approximately 0.75" in length approximately 1.5" from distal tip observed. Distal tip damage. Kink approx. 3" from distal tip and severe scratches along sheath shaft. Damage on strain relief of sheath. Due to the returned condition of the device (sheath shaft expanded and liner torn), no relevant functional testing was able to be performed. Dimensional testing: the liner thickness was measured along the length of the tear and was found to be within specification at all measured locations. The complaints for sheath shaft liner torn and sheath shaft damaged were confirmed based on visual inspection of the sheath. No manufacturing non-conformances were identified as the liner thickness measurements met specification. A review of the affected device history record (DHR), relevant complaint history, and lot history revealed no indication that a manufacturing issue contributed to the complaints. A review of the IFU/training manual revealed no deficiencies. A review of complaint history suggests that patient or procedural factors may have contributed to the reported events. Per the case notes and attachments, the patient had moderate calcification and moderate tortuosity in the access vessel and the physician had difficulties inserting the sheath due to interaction with access vessel calcification. Visual inspection of the sheath revealed scratches on the sheath shaft, further supporting that the sheath was impacted by calcification. Additionally, tortuous patient anatomy can create sub-optimal angles that could result in a difficult pathway for advancement and withdrawal of the delivery system. The observed kink on the sheath shaft could indicate that excessive force or manipulation was applied when the delivery system was advanced. It is possible that these patient factors, combined with excessive device manipulation, caused the damage to the sheath shaft. An in-depth evaluation regarding complaints for sheath shaft liner torn has been documented in technical summary written by edwards lifesciences. Per technical summary, these same factors have been found to contribute to liner tears. As such, available information suggests the combination of patient and/or procedural factors likely contributed to the observed complaint events. At this time, a definitive root cause was unable to be determined. The complaints were confirmed, but no manufacturing non-conformities were identified in the returned sample. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate exceeded the november 2017 control limit for the applicable trend category. Therefore, no preventative or corrective action is required at this time.

Manufacturer narrative:
UDI number (B)(4). Investigation is pending completion of the engineering evaluation. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2017-02869.

Event description:
At the beginning of the transfemoral tavr procedure, a 16 fr esheath was unable to be advanced past the right common iliac artery (rcia) and was removed from the patient with no issues. The physicians thought that the esheath was getting caught on the calcification located on the posterior portion of the vessel and it may have kinked during the attempts to advance the device. A 2nd 16 fr esheath was then inserted into the patient. They experienced the same difficulties again, but this time they ¿pushed harder¿ and were able to advance the esheath slightly further into the rcia and decided to proceed with the case. A 29mm commander/29mm s3 valve were then inserted. However, once the valve exited the esheath, it was caught in the rcia calcification and was unable to be advanced any further. Another attempt was made to advance the valve, but the esheath pushed back out of the vessel and it was decided to remove the devices and try with a different sheath. The delivery system/valve were pulled back to the esheath and removed together as a unit with no injury to the patient. Upon visual inspection of the returned devices, it was observed that the 2nd 16 fr esheath had a hole on the sheath shaft approximately 3" distal to strain relief and there was a liner tear.